Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used as the patient presented with a proper hepatic artery bleeding pseudoaneurysm with hematobilia and a transplanted liver. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It was also reported that the graftmaster was used past the expiration date. It should also be noted that the graftmaster IFU states: note the product use by date specified on the package. The reported patient effects of thrombosis and hemorrhage are listed in the graftmaster IFU as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.5x26mm and 4.0x19mm graftmaster devices referenced are filed under a separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2020, the patient presented with a proper hepatic artery bleeding pseudoaneurysm with hematobilia and a transplanted liver. An arterial thrombosis from the common hepatic artery for persistent thrombus within the proper hepatic arterial unspecified stent, throughout the distal proper hepatic artery, and persistent occlusion of the right hepatic artery. Coil embolization was performed within the gastroduodenal artery (gda) and microcatheter advanced. A 2.8x19mm graftmaster (gm) stent (1012580-19, 8051141--expired) was implanted. No further extravasation was observed. Post-procedure imaging was performed and the 2.8x19mm gm stent had occluded with thrombus. It is unknown if this thrombus was per-existing. Medication were provided and another catheterization was performed that same day to infuse percutaneous thrombolytics overnight. On (B)(6) 2020, the patient presented with proper hepatic artery hemorrhage from the same site, unknown if the 2.8x19mm gm stent had failed to seal. The right hepatic artery stenosis was treated with balloon angioplasty and angioplasty was performed throughout the occluded gm stent. A 3.5x26mm graftmaster (1012581-26, 8031641-expired) advanced, however, had difficulty advancing/tracking over the unspecified guidewire. The device was removed without issue. Once out of the anatomy, the stent appeared ¿rough and sharp¿. Another device was used in replacement. In replacement, the 3.5x19mm graftmaster stent (1012581-19, 9032941¿not expired) and 4.0x19mm graftmaster (1012582-19, 8051041-expired) stents were properly implanted, sealing the areas of extravasation. Both stents were needed to seal the perforation due to the perforation size. There was no stent leaking and no device issue with either the 3.5x19mm or the 4.0x19mm gm stents. There was no device malfunction and no complaint regarding these two devices. Post procedure imaging displayed optimal results. Hemostasis had been achieved with no further extravasation noted. There was no adverse patient sequela reported. No additional information was provided regarding this issue.